Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a low pacing impedance. It was noted there was a sudden small rise in pacing thresholds, however the timing did not coincide with the low impedance alarm. The patient does have chronically low pacing impedance rv tip to rv coil. The impedance alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.